Event description:
Additional information was received that indicated that the failure to program and the increase in seizures were believed to be related to the generator being at end of service. Generator replacement is planned but has not occurred to date.

Event description:
Additional information was received that the patient had a generator replacement. The generator was discarded and it will not be returned to the manufacturer for evaluation.

Event description:
It was initially reported that the patient was having an increase in seizures, unknown if above or below baseline, and went to the hospital. While at the hospital, the a patient's generator was unable to be communicated with the generator. A battery life calculation indicated that there was negative years until eri=yes. Good faith attempts for more information have been unsuccessful to date.